Manufacturer narrative:
The customer from outside the united states (ous) reported observation of elevated advia centaur high sensitivity troponin I (tnih) results which were discordant relative to alternate method testing. Siemens healthcare diagnostics has concluded investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Return of the patient sample for further investigation is not possible due to chinese regulations. Based on the available information, a specific cause for the discordant result was unable to be determined. A product problem was not identified. The customer is operational, the issue was resolved by routine troubleshooting and no further actions are required.

Event description:
The customer reports observation of elevated advia centaur high sensitivity troponin I (tnih) results which were discordant relative to alternate method testing when using tnih kit lot 102. An initial elevated result was obtained for a 64-year-old male patient. The initial elevated result was reported to the physician who questioned the result. The same sample was retested on the original analyzer and a similar elevated result was produced. The sample was then tested using an alternate method and obtained a lower result. The lower result matched the clinical picture of the patient, and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.